Event description:
"Caller alleged discrepant results compared with the lab and physician's meter. Results as follows:" pt self tester's therapeutic range 3.5 - 4.0. Pt has very critical range. When she drops below 3.4 she will get a lovenox injection. She received lovenox just prior to doing the correlations above. Pt stated she has not taken lovenox in weeks.

Manufacturer narrative:
Investigation pending.